Event description:
A chronically anemic pt was transfused with irradiated blood products on december 17 and 25 through the firm's leukocyte reduction devices for platelets and red cells, without incident. History of prior transfusions was not made available. It was reported that on 12/29/1998 initiation of a transfusion of an irradiated platelet concentrate was followed in two (2) minutes by symptoms of headache, stomachache, and urge to defecate. Upon sitting up, the pt turned pale, diaphoresed and repeatedly yawned. The transfusion was discontinued and oxygen was administered. Blood pressue was systolic 40; diastolic, immeasurable. Cardiac rate was 50-60, spo2 was 100% per pulse oximeter. Therapy with fluid and steroid was initiated, followed by dopamine. The pt then developed encopresis. An hour after the initiation of the transfusion, the pt's consciousness was normal, with symptoms of intense back pain, blood pressure was 200/130mmhg. After pentazocine IV was administered, the pt was stabilized.